Event description:
It was reported that the system 9600+ displayed an error message "tube overheating" at initialization. The system was replaced. There was no adverse patient involvement reported. There was no patient info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested thoroughly and run extensively. The system was found to be working as intended and placed back into service.